Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received eight appropriate treatments, four inappropriate treatments, and five non-lifevest defibrillations. The device was started up at 11:23:27 on (B)(6) 2025. At 08:08:13 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 210 bpm with CPR/motion artifact. The device properly detected vt. CPR/motion artifact delayed the lifevest from delivering a treatment. At 08:09:07, the patient received the first non-lifevest defibrillation. The rhythm at the time of the first non-lifevest defibrillations was vt @ 250 bpm with CPR/motion artifact. Post shock rhythm was af @ 60 bpm. The patient received a non-lifevest defibrillation 54 seconds into the detection sequence. At 08:09:45, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was af @ 110 bpm with pvcs and CPR/motion artifact. Post shock rhythm was af @ 110 bpm with pvcs/nsvt and CPR/motion artifact. At 08:10:23, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was af @ 90 bpm with pvcs/nsvt and CPR/motion artifact. Post shock rhythm was af @ 110 bpm with pvcs/nsvt and motion artifact. At 08:11:48, an arrhythmia was detected. ECG shows vt @ 220 bpm with motion artifact. At 08:13:15, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 08:13:49, the patient received the third inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was af @ 100 bpm with pvcs/nsvt and CPR/motion artifact. At 08:17:35, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 08:19:30, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 08:20:04, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vt @ 240 bpm. At 08:22:00, the patient received the second non-lifevest defibrillation. The rhythm at the time of the second non-lifevest defibrillations was vf with CPR/motion artifact. Post shock rhythm was CPR/motion artifact. The patient received a non-lifevest defibrillation 116 seconds after the previous lifevest shock. At 08:22:36, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm with CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 08:23:12 the patient received the fourth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 08:23:44, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vt @ 260 bpm with CPR/motion artifact. Post shock rhythm was af @ 60 bpm with pvcs/nsvt and CPR/motion artifact. At 08:26:12, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 08:26:42, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was idioventricular rhythm @ 40 bpm. At 08:27:17, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was idioventricular rhythm @ 45 bpm with CPR/motion artifact. At 08:31:18, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 08:32:12, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vt @ 130 bpm. At 08:32:56, the patient received the third non-lifevest defibrillation. The rhythm at the time of the third non-lifevest defibrillations was vf with CPR/motion artifact. Post shock rhythm was af @ 50 bpm with CPR/motion artifact. The patient received a non-lifevest defibrillation 44 seconds after the previous lifevest shock. At 08:37:55, the patient received the fourth non-lifevest defibrillation. The rhythm at the time of the fourth non-lifevest defibrillations was nsvt with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 30 bpm with pvcs/nsvt and CPR/motion artifact. The patient received a non-lifevest defibrillation 31 seconds into the detection sequence. At 08:46:45, the patient received the fifth non-lifevest defibrillation. The rhythm at the time of the fifth non-lifevest defibrillations was vt @ 160 bpm with CPR/motion artifact. Post shock rhythm was af/sinus rhythm from 5-60 bpm with pvcs and bbb. The patient received a non-lifevest defibrillation 16 seconds into the detection sequence. The electrode belt was disconnected at 08:47:31 on 3/3/2025.